Event description:
It was initially reported that the patient had pain without issues revealed in the device. It was noted that the patient felt pain both at the pocket, the lead/extension connection, at the back till anterior pain at groin, which started after the device was implanted and was always present whether the device was switched on or off. It was then reported that no reprogramming was performed. It was noted that the device was going to be explanted, but no date had been set. Follow-up information received reported that the device had been explanted. It was noted that the patient now felt better regarding the pain symptoms.

Manufacturer narrative:
Concomitant products: product ID 309328, lot# 0206009159, implanted: (B)(6) 2012, product type lead; product ID 309328, lot# 0206009159, implanted: (B)(6) 2012, product type lead. (B)(4).